Event description:
A baxter sales representative contacted baxter (B)(4) regarding a home patient (hp) reporting that a minicap (product code spc4466) detached from a transfer set while the hp was sleeping. The hp stated that the minicap was soaked in iodine, and the spare iodine leaked as the cap was removed. There was no injury reported and no extra therapy was required on the patient. Companion sample was available and requested. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A companion sample was requested. If the device is returned for evaluation then a follow-up will be submitted.